Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device shows; the hexagonal tip of the reamer irrigator aspirator system (ria) driveshaft is broken off where it interfaces with the reamer head. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. Drawings were reviewed and determined to be suitable for the intended design and application. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. A review of the device history records showed that the device was manufactured to specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reaming drive shaft broke while using the device during surgery. The surgeon did not want to use the extra reamer that the sales consultant had on the back table. The surgeon opted for a completive reamer to continue the surgery. The procedure was successfully completed without delay and no patient harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Review of the device history records had not been previously reported and was not identifed as such on follow up medwatch # 2 submitted to FDA on 12/19/2014.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.